Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen is not responding in the top area and failing touchscreen calibration. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Touchscreen replacement and options were discussed. The rse provided the part information for the user interface assembly per customer's request.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.